Event description:
Additional information was received that since having vns, every time the patient has a seizure, his breathing becomes increasingly more difficult.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since having vns implanted, the patient seizures have become more frequent and were coming on more quickly. The patient settings were increased and they continued to have seizures. No other relevant information has been received to date.

Event description:
Additional information was received that the difficulty breathing that occurs during the patient&#39;s seizures is not related to vns.

Event description:
Additional information was received that the physician does not believe the patient's seizures are related to vns as the settings are low and titration is occurring slowly.